Event description:
As reported by the edwards' affiliate in japan, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. When inserting the esheath+ in the patient, difficulty with resistance was encountered. The access vessel was pre-dilated using a 16 fr dilator prior to sheath insertion. The angle of insertion was steep, and the introducer was reported as fully inserted and locked in position. Difficulty was also reported while inserting the balloon aortic valvuloplasty (bav) device through the sheath. The bav catheter was able to pass through the sheath, and bav was completed without any other problems. After inserting the loader into the sheath, the delivery system was advanced; however, it could not be advanced past a point beyond the hemostatic valve. Countermeasures such as applying lubricant and adjusting the position of the sheath were attempted, but no change was observed. During these attempts, behavior was observed in which the valve protruded from approximately just proximal to the seam of the sheath near the distal end of the partially expandable portion; therefore, both the sheath and the delivery system were withdrawn. No other damage to the sheath was observed, aside from the valve protrusion. Unspecified damage to the access site was observed and thus the access site was surgically repaired. The valve implantation was completed without problems by replacing the device and changing the approach site. The patient's final outcome was reported as a stable condition following the procedure. According to the physician's assessment, a possible contributing factor was the presence of a large amount of adipose tissue near the common femoral artery. It was reported that when the suture of the vascular closure device (perclose) was placed, adipose tissue was also inadvertently included; as a result, insertion of the sheath may have been difficult, and the delivery system may have not been able to pass through.

Manufacturer narrative:
Investigation is ongoing.